Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient complained of pain because there was l1 fracture except th12. After implementation forteo three months in the patient, the pain was getting worse so the surgery was performed. On (B)(6) 2016, patient underwent balloon kyphoplasty surgery for osteoporosis compression fracture at th12. After the surgery, the patient was put on a semi- rigid corset. On (B)(6) 2016, post-op, it was observed in x-ray that lower end plate of th11 was fractured. The patient did not complain of pain at this point so the patient will be follow-up. The surgeon commented the balloon kyphoplasty surgery caused th11 fracture because cement was filled in upper end plate of th12 so lower end plate of th11 could not stand the hardness of the cement. Product was used in the patient.